Manufacturer narrative:
Initial.

Event description:
It was reported that a patient received a replacement ilet and, during setup, experienced multiple alert 38 alarms indicating consecutive motor stalls; repeated restarts were unsuccessful, the device would not power on, and the phone was not connected, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.